Event description:
It was reported that the pump touchscreen was shattered and unresponsive. Reportedly, the pump was dropped against a hard surface. The customer's blood glucose (bg) level was 500 mg/dl. The customer addressed their bg with a manual injection. Reportedly, the customer reverted to using an alternate pump for insulin therapy until the replacement pump arrived.